Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Gum bleed [gingival bleeding]; cut gum [gingival injury]; half of brushhead broke off [device breakage]; half of brushhead broke off exposing metal piece and cut gum [injury associated with device]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, half of the oral-b dual action brushhead broke off exposing a metal piece out of the top which cut his gum, and made his gum bleed. He stated he had been using the brush head for a couple of weeks. The case outcome was unknown.